Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving dilaudid (25 mg/ml, 1.2 mg/day) and clonidine (0.3 mg/ml, 0.041 mg/day) via an implantable pump for non-malignant pain. The patient's concomitant medications include diabetes medications. It was reported they were unable to aspirate catheters and were unable to do a dye study. All the residual volumes on refill were within normal limits. It was stated the catheter was not patent. The physician planned to replace the catheter because they couldn't do the dye study. They were unable to aspirate through the catheter access port (cap), but when they cut the old connector off, the catheter drained easily. The end of the catheter was replaced. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the catheter had been discarded, therefore, it would not be returned for analysis. It was confirmed the information had been confirmed by the physician/account.